Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the truetome¿ 44 could perform cauterization; however, it could not cut. Reportedly, there was no visible damage noted to the complaint device. A non-bsc active cord was used and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical examination of the returned device found no issues. Functionally, a resistance test was performed and the resistance across the 2-in-1 connector and all sections of the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the truetome 44 could perform cauterization; however, it could not cut. Reportedly, there was no visible damage noted to the complaint device. A non-bsc active cord was used and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.